Event description:
Additional information: the mpu has a v-lock connector on the ac power cord. It was not confirmed whether the power cord came loose at the wall/outlet or the back of the unit, or if there were any environmental circumstances that would have affected ac power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The submitted log file captured a no external power alarm event on (B)(6). The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal backup battery for power. All alarms cleared when the power was restored from the mobile power unit. It was noted the log file was retrieved from system controller serial # (B)(6). Additional information communicated on 05nov2021 indicated serial number of the mobile power unit is (B)(6) and has v-lock feature on the ac cord. The information indicated the cause of the alarm was unknown. The information did not indicate the products are returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit serial # (B)(6) was shipped to the customer on 06sep2021. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file contained a no external power while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.